Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave amplitude measurements due to lead dislodgement was observed. It was noted that the device diagnosed atrial fibrillation as ventricular fibrillation. Therapy was turned off. Lead was explanted and replaced. Patient's condition was good post-procedure.